Event description:
It was reported that bleeding occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026 sensor caused bleeding and didn't stop so she went to the ER and got treated and was sent home, no medication prescribed, they did cauterization to the area to stop the bleeding, put a bandage and was sent home. There were no other symptoms reported. No other details were documented. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.